Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was not working and doesn't charge anymore. It won't take a charge anymore since a couple of months ago. Pt stated she hasn't used or charged the ins in the past 6 mos.pt stated she had weight loss surgery (B)(6) 2017 and lost weight so was feeling better and didn't feel she needed therapy. Pt stated it is starting to hurt pt at the ins site and pt had pain running down her buttocks and down the right leg which was the pain before she had the implant placed which started in thepast couple of months. The patient reported that they have had no luck charging their implanted device; they couldn't get it to charge or do anything. They were in a great deal of pain since they couldn't get it to do anything. They saw their doctor and they were told that the ins is totally dead, and since it was too old that it would need to be replaced. The patient wants to get a new ins as soon as possible. They were redirected to their doctor to discuss their options. Additional information was received from the patient. The patient reported that they were having a newer model put in and the old one removed on (B)(6), 2021. The patient reported that it wasn't able to charge at all.